Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: did not immerse endoscope when manual cleaning could not be conducted within an hour after procedure. Aer/ewd had error code 16. Did not dry endoscope after disinfection. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu/endoscope. Bacterial identification: kocuria rhizophila. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu:>25cfu. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1-4cfu. Bacterial identification: klebsiella pneumoniae,micrococcus luteus,staphylococcus haemolyticus. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu:> 25cfu. Bacterial identification: klebsiella oxytoca. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 5-25cfu. Bacterial identification: enterobacter cloacae complex.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.